Manufacturer narrative:
This report is related to MFR 0001038806-2018-00844.

Event description:
The doctor reported that the implant did not disengage from the ratchet extension driver. The doctor was able to complete the procedure with other instrument and implant.

Manufacturer narrative:
An osseotite tapered certain implant and a certain ratchet extension were returned for evaluation. A visual and physical inspection of the as received products identified that the ratchet extension was stuck in the implant drive feature. There was noticeable wear and damage around the implant threads and the extension shank. The ratchet extension could not be disengaged from the implant during functional testing. Therefore, the reported malfunction (stuck ratchet extension) was confirmed following inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause cannot be determined. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.